Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they were hospitalized due to a high blood glucose level of over 500 mg/dl and diabetic ketoacidosis. Customer was treated with an IV drip. Troubleshooting was performed but not completed. The customer's father stated that the insulin pump was removed prior to hospitalization. The product was returned for analysis.